Event description:
Caller reported that insulin gauge displayed an amount different than expected, showing 0 units instead of the anticipated 270 units. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge, and the caller will monitor the situation and follow up if necessary.